Event description:
My daughter has a tracheostomy. On thursday, (B)(6) at around 10:30 pm. She had a trach malfunction. It was a bivona flex cuffed neonatal 35 length. We received the trach from (B)(6) hospital in the month of (B)(6). We are not sure of the lot number. The lining of the inside of the trach kinked and call her on her oxygen all the way to 30 and her heart rate dropped to 60 we almost had to perform CPR but we quickly did a trade change and were able to resuscitate her. Her pulmonologist dr. (B)(6) with (B)(6), asked for us to file a complaint with the FDA. Please let us know if any further information is needed. Thank you for protecting our children.